Event description:
A hospital representative reported that the double swivel elbow of five trach care catheters had separated from the catheter. Two incidents occurred during patient suctioning and three before catheters were used. There were no patient adverse events or injury. Medical intervention was not required. Ballard medical products has no first-hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.